Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer attempted to use the bolus wizard and numbers began to scroll on its own. Customer removed battery and received a failed battery test, customer removed and replaced battery again and received another failed battery test, and weak battery. Customer once again attempted to remove and replace battery and received a button error alarm. Customer's blood glucose was 145 mg/dl. Customer also reported that there was moisture under display screen due to playing sports while connected to insulin pump. Customer was advised that insulin pump would need to be replaced.